Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on multiple occasions, when connecting the maxplus, there was a splash of blood or fluid. Although requested, further details were not provided. There was no patient harm.